Event description:
After placement of a distal protection device, an attempt to advance a 6mm competitor stent was unsuccessful due to proximal vessel tortuosity. Therefore, a stent (subject device) was advanced and deployed resulting in some residual distal narrowing. Upon removing the protection device through the implanted stent, the stent moved proximally. A 6mm competitor stent was then deployed within the implanted stent and residual distal narrowing resulting in resolution of the stenosis with patent stent, distal left internal carotid, left middle cerebral and left anterior cerebral arteries. It was reported that three hours post stenting procedure, the patient developed right sided weakness and speech difficulty which progressed to global aphasia and right hemiparesis. Computer tomography angiography (cta) showed thrombosis of the stent with collateral flow to the left middle cerebral artery (mca) via the right internal carotid artery and anterior communicating artery. The patient was medically stabilized with anti-platelet medication and blood pressure control only after cta showed patent anterior communicating artery (acom) providing flow to left mca territory. However, the patient's symptoms did not resolve and was discharged with hospice care four days post procedure.

Event description:
After placement of a distal protection device, an attempt to advance a 6mm competitor stent was unsuccessful due to proximal vessel tortuosity. Therefore, a stent (subject device) was advanced and deployed resulting in some residual distal narrowing. Upon removing the protection device through the implanted stent, the stent moved proximally. A 6mm competitor stent was then deployed within the implanted stent and residual distal narrowing resulting in resolution of the stenosis with patent stent, distal left internal carotid, left middle cerebral and left anterior cerebral arteries. It was reported that three hours post stenting procedure, the patient developed right sided weakness and speech difficulty which progressed to global aphasia and right hemiparesis. Computer tomography angiography (cta) showed thrombosis of the stent with collateral flow to the left middle cerebral artery (mca) via the right internal carotid artery and anterior communicating artery. The patient was medically stabilized with anti-platelet medication and blood pressure control only after cta showed patent anterior communicating artery (acom) providing flow to left mca territory. However, the patient's symptoms did not resolve and was discharged with hospice care four days post procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Based on review of the information available; removing the protection device through the implanted stent limited its performance resulting in stent migration. However, stent dislodgement/migration, stent thrombosis and patient complications are known and anticipated risks associated with these types of procedures and are listed as such in the device dfu. Therefore, a root cause of anticipated procedural complication has been assigned to this event.